Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the torque wrench for femoral adapter's black rubber end that attached to adapter broke. No surgical delay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device found the black plastic protector component was missing if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.